Event description:
It was reported by the customer, "seven days after insertion line kinked. On (B)(6) 2023 discussed with unit rn PICC line now drawing blood and very hard to flush. PICC was declotted on (B)(6) and (B)(6). Patient and mom state line is very positional and occluding often. Recommend chest xray with left arm included to check for kinks in line. PICC was rewired." No other information was provided. Additional information received on 2/28/2023: it was reported by the customer "catheter was secured with securacath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty infusing through the catheter was confirmed but the cause is unknown. Two radiographic images were returned for evaluation. The first image was a coned down ap image of the left elbow while the second image was an ap image of the chest that included the left elbow. The implicated product was a 4fr d/l powerpicc provena catheter with its tip overlaying the svc. It is possible that the tip of the catheter was occluded due to its location against the svc sidewall. In addition, a loop in the catheter was seen at the skin entrance site which likely resulting in a catheter kink. A small bend was also noted in the catheter line, at the costoclavicular junction. It is possible that the difficulty infusing through the catheter was caused either by the tip location or due to a kink/bend in the line. It was reported that the occlusion was positional, which could be explained by either of these issues. It is possible that the loop in the catheter was due to placement or securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of difficulty infusing the catheter has been documented and will be monitored as part of complaint trending. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, "seven days after insertion line kinked. On (B)(6) 2023, discussed with unit rn PICC line now drawing blood and very hard to flush. PICC was declotted on (B)(6) and (B)(6). Patient and mom state line is very positional and occluding often. Recommend chest xray with left arm included to check for kinks in line. PICC was rewired." No other information was provided. Additional information received on 2/28/2023: it was reported by the customer "catheter was secured with securacath." Additional information received on 5/25/2023: catheter inserted 7cm above the antecubital fossa with 5cm left external to the patient.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regv0508 showed one other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility.

Event description:
It was reported by the customer, "seven days after insertion line kinked. On (B)(6) 2023 discussed with unit rn PICC line now drawing blood and very hard to flush. PICC was declotted on (B)(6) . Patient and mom state line is very positional and occluding often. Recommend chest xray with left arm included to check for kinks in line. PICC was rewired." No other information was provided.

Event description:
It was reported by the customer, "seven days after insertion line kinked. On (B)(6) 2023 discussed with unit rn PICC line now drawing blood and very hard to flush. PICC was declotted on (B)(6) 2023. Patient and mom state line is very positional and occluding often. Recommend chest xray with left arm included to check for kinks in line. PICC was rewired." No other information was provided. Additional information received on 2/28/2023: it was reported by the customer "catheter was secured with securacath."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.